Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -9.00/+4.0/094 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced low vaulting and lens rotation. The surgeon had repositioned the lens 3 times, on (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023. But this did not resolve the problem. The lens remains implanted. The cause of the event was reported as unknown.

Manufacturer narrative:
Additionl data: b5- the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -9.0/+4.0/094 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. The patient experienced a low vault with rotation and repositioning. The lens was repositioned 3 times, on (B)(6) 2023, 05/june/2023, and (B)(6) 2023 but that did not resolve the problem. On (B)(6) 2023 the lens was exchanged with the same model, longer length and the problem was resolved. Status of the eye: "all fine" and "patient is happy". The cause of the event was unknown. H6-health effect- impact code: "4629" should be added. H6- medical device code:"2993" should be added. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b3: "04/07/2023" should be corrected to "04/27/2023". Claim#: (B)(4).